Event description:
It was reported that during a laparoscopic mediastinum tumor procedure, an error 5 was displayed in about an hour. When the device was reset on the mayo table, the proximal part of the blade was broken off. Since the blade was broken off outside the patient, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor commented that the device had not touched something hard.

Event description:
It was reported that revision surgery was reported due to loosening.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.